Manufacturer narrative:
It has been determined that this product has been reported in error. Therefore, we are withdrawing our reporting of this product. The investigation is now considered closed.

Manufacturer narrative:
(B)(4). This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Followup with the complainant has been conducted for the lot number, and the information is not available.

Event description:
Cases are delaminating.